Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's past medical history included body mass index normal. Previously administered products included for post partum depression: effexor; for an unreported indication: vitamins, protonix, omega 3 and probiotic. Concurrent conditions included pancreatitis, anorexia, rectal bleeding, abdominal pain, heavy periods and ulcerative colitis. Concomitant products included anovlar (loestrin), antidiarrhoeal microorganisms (probiotics) and pantoprazole (protonix). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal problem") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, migraine, fatigue, gastrointestinal disorder and alopecia outcome was unknown, the menorrhagia, dysmenorrhoea, dyspareunia and weight increased had resolved and the headache was resolving. The reporter considered alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia, bladder infection, vaginal infection, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, gastrointestinal problem/ digestive system problem, hair loss, reporter information, concomitant disease, historical condition, historical drug added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding menorrhagia") in a 24-year-old female patient who had essure (batch no. 680434-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's past medical history included body mass index normal and miscarriage. Previously administered products included for post partum depression: effexor; for an unreported indication: vitamins, protonix, omega 3 and probiotic. Concurrent conditions included pancreatitis, anorexia, rectal bleeding, abdominal pain, heavy periods, ulcerative colitis, cervical spinal stenosis and inflammation. Concomitant products included anovlar (loestrin) for menorrhagia, antidiarrhoeal microorganisms (probiotics) and pantoprazole (protonix) for ulcerative colitis as well as lipitac (omega 3) since 2016 and vitamins from 2011 to 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). In 2013, the patient experienced anaemia ("blood or heart disorder/ condition- anemia"). In 2015, the patient experienced colitis ulcerative ("gastrointestinal problem/ ulcerative colitis"). In 2016, the patient started effexor at an unspecified dose and frequency. On an unknown date, the patient experienced cystitis ("bladder infection"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes/laparoscopic assisted vaginal hysterectomy)) and surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cystitis, urinary tract infection, vaginal infection, migraine, fatigue, alopecia and anaemia outcome was unknown, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and weight increased had resolved, the headache was resolving and the colitis ulcerative had not resolved. The reporter considered alopecia, anaemia, colitis ulcerative, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Ultrasound liver - on (B)(6) 2017: on (B)(6) 2017 liver ultrasound was performed diffusely echogenic appearance of the liver parenchyma suggestive of fatty infiltration. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding menorrhagia") in a 24-year-old female patient who had essure (batch no. 680434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's past medical history included body mass index normal and miscarriage. Previously administered products included for post partum depression: effexor; for an unreported indication: vitamins, protonix, omega 3 and probiotic. Concurrent conditions included pancreatitis, anorexia, rectal bleeding, abdominal pain, heavy periods, ulcerative colitis, cervical spinal stenosis and inflammation. Concomitant products included anovlar (loestrin) for menorrhagia, antidiarrhoeal microorganisms (probiotics) and pantoprazole (protonix) for ulcerative colitis as well as lipitac (omega 3) since 2016 and vitamins from (B)(6) to (B)(6). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and alopecia ("hair loss"). In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2012, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). In 2013, the patient experienced anaemia ("blood or heart disorder/ condition- anemia"). In 2015, the patient experienced colitis ulcerative ("gastrointestinal problem/ ulcerative colitis"). In 2016, the patient started effexor at an unspecified dose and frequency. On an unknown date, the patient experienced cystitis ("bladder infection"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes/laparoscopic assisted vaginal hysterectomy)) and surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, cystitis, urinary tract infection, vaginal infection, migraine, fatigue, alopecia and anaemia outcome was unknown, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and weight increased had resolved, the headache was resolving and the colitis ulcerative had not resolved. The reporter considered alopecia, anaemia, colitis ulcerative, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Ultrasound liver - on (B)(6)2017: on (B)(6)2017 liver ultrasound was performed diffusely echogenic appearance of the liver parenchyma suggestive of fatty infiltration. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record dysmenorrhea, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Events added: anemia. Reporter and product information, lab data, lot number were added. Concomitant and historical condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.